Event description:
It was reported that when the patient received her stimulation systems the doctors weren¿t sure if it would help with her pain or not as she started to have pain due to a botched gastric pain surgery in 2004. The patient had to have stimulation up so high that it hurt but had to be that high in order to get minimal benefit. Several months before the patient had the device removed she was having bladder retention (paralyzed bladder) and was told that if one of the leads had moved it could be contributing to this issue, but her healthcare providers were not sure, but they suggested removing the complete system, and the system was removed between october and december 2012. The bladder issue was not resolved when the system was removed and she stil had that bladder problem. The patient reported she had several surgeries for various reasons, and her weight fluctuated all the time and the device moved and was getting close to the skin and had implantable neurostimulator (ins) removed. The patient¿s pain had spread all over and her hcp was willing to implant a pain pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension (B)(4) .